Event description:
It was reported that during a visual inspection at the user facility, the cable of the helmet was found to be frayed. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a visual inspection at the user facility, the cable of the helmet was found to be frayed. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
According to the instructions for use, the electrical output of the t4/t5 power pack is 6.0 volt and the electrical output for the flyte power pack is 7.2-7.4 volt, which would not be enough voltage to cause a serious injury due to shock. According to the ul 60601-1, this is well under the maximum voltage for a healthy individual to have accessibility to resulting in injury requiring medical intervention to prevent permanent impairment. The battery pack is not in the sterile field and is only handled by the user and therefore will not have contact with a patient.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to confirm the reported frayed cable without an evaluation of the device and it could not be determined if there were any exposed fiber optic wires or exposed electrical wires. The device was not returned for analysis.

Event description:
It was reported that during a visual inspection at the user facility, the cable of the helmet was found to be frayed. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.